Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure it took multiple attempted implant sites to obtain an acceptable threshold reading. Once an acceptable site was found the lead was fixed but dislodged. A different catheter was used to find a site with acceptable readings and the lead was fixed again. After the second placement the patient began to experience difficulty breathing, discomfort in the chest, palpitations and tamponade due to a perforation. A computerized tomography (CT) and echocardiogram scan were performed, and a pericardial effusion was confirmed. A pericardial puncture was performed. Following the procedure lead thresholds had again risen but normalized the following day. The lead remains in use. No further patient complications have been reported as a result of this event.